Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticking. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the insulin pump had rejected new battery and had a failed battery test alarm. The customer also reported that the insulin pump had an error a while back but they were not able to remember exactly what it was. The device will not be returned for analysis.